Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, she had to apply more pressure on the injector and the iol was shot cut causing an anterior and posterior capsular rupture. The surgeon also reported there was an iris hemorrhage, the iol was removed and since there was a rupture of the whole capsule, the surgeon could not implant another intraocular lens (iol). The surgeon did not know when she would implant another iol because of the iris hemorrhage. The pt was treated with medications. Add'l info has been requested.